Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42 and an additional cgm error 20. There was no adverse impact to the customer¿s blood glucose level. It was noted that the pump could not be replaced because it was out of warranty, and no additional outcome information was received.